Event description:
It was reported that oversensing on both a and v channel was identified during a clinic visit. Device was removed from service. No patient complications have been reported as a result of this event